Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported does not recognize door open which was reproduced. The reported condition was verified. The cause was determined to be the out of adjustment link screws. The link screw was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize door open. The event occurred at the emergency room during programming/setup. There was no patient involvement. No additional information is available.